Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ y-site connector c80 leaked between the injector and connection threads. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd phaseal¿ y-site connector c80 leaked between the injector and connection threads. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR: n/a (lot number unknown). No pictures or samples provided. Inspections and tests in manufacturing area: the product is not assembled or packaged in bd san agustin plant. The process performed on our plant is the sealing of the membrane on the connector. Then this piece is sent to a subcontractor (carefusion-it) where the set assembly and packaging is carried out according to buy specification sb1746. After the set assembly and packaging at carefusion-it, some samples are sent to san agustin plant. Visual inspection is performed to verify the quality of the product according to fr-177 current version. These are the inspections performed during manufacturing process for the connector. During the molding process: -visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph_300). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop with a go/no go gauge. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. According to ph-303 it is checked the correct welding and position of the membrane, the absence of cracks and dirt. Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226. Investigation conclusion: the subcontractor couldn't establish the root cause. No actions taken.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that a bd phaseal y-site connector c80 leaked between the injector and connection threads. There was no report of exposure, serious injury or medical intervention.